Manufacturer narrative:
(B)(4). The sample was reported to be returned but could not be located. If the device is located, device analysis will be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a incap was cracked and leaking iodine. There was no patient involvement. No additional information available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.